Event description:
2005 pt calls in states wire sticking out & PICC line leaking. Pt comes in to have PICC line assessed. Silver wire with braided look present, no blue catheter present. Leaks when flushed. Catheter had broken off and migrated into patients chest having to be surgically removed. Required transfer to higher level of care.